Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not inflating in the cylinders. Troubleshooting was performed with no resolution, so the physician explanted the device. Upon explant, a bulge and hole were identified in the cylinders. The physician suspected that the hole was due to excessive friction on the cylinders from a high amount of use. A new device was implanted, and there were no patient complications reported.